Event description:
Erbe argon straight file probe placed in erbbe apc port. Settings would not display, probe would not purge, error displayed on screen stating to call technical assistance if issue persisted. New argon probe obtained and inserted into apc port and functioned appropriately (settings displayed, probe was able to be purged and error disappeared) with out difficulty. Manufacturer response for endoscopy probe, straight fire, flexible (per site reporter). Equipment failure reported to sr. Manager of technical services. Equipment not available for return. Complaint initiated by manufacturer. Replacement probe to be shipped.